Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The dowel pin came out of the knob and was returned. The device was manufactured in 2018 and exhibits signs of moderate wear/usage. A dimensional inspection found the pin and hole to be within the specified print tolerance. The failure was evaluated through our internal quality hold process and found to be isolated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, the pin dropped off from the cutting block. It felt into the patient's wound, but it was retrieved. Surgery was completed but the time was extended 30 minutes. The doctor needed the device which did not come out from the main part. No injuries due to delay reported.